Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had a frayed desktop charger cord this has been happening for several months and now the recharger is not charging. Caller did not have the desktop charger serial number. Caller states having the cord replaced previously. An email was sent to repair to replace the the dtc. Additional information has been received that patient (pt) they had just received the replacement desktop charger (dtc), and said that the "connector" seems lose, and when you bump it, it stops charging. Caller also stated that they don't know if the issue was with the recharger itself. Agent informed them and offered to transition to a wireless recharger, but they opt to have another replacement dtc and will contact the manufacturer rep if the issue still persist. Agent requested a replacement dtc through repair.